Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level dropped to 28 mg/dl. The customer was having issues with the serter. The customer treated his low blood glucose level with a glucagon shot. The customer went to the grocery store and had a blood glucose level of 160 mg/dl. Later they found him with a blood glucose level of 28 mg/dl walking down the highway, 4 miles away. The device was not returned.